Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13e19012, h13c20080, and h13c11022 was performed. All release criteria were met prior to the release of these lots. A trend review was performed and found similar reports for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced a bacterial infection. Approximately one week later, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics. The patient recovered from the peritonitis on an unknown date. No additional information is available. This is report 1 of 2 involved in this peritonitis event.